Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon would not completely deflate. The vessel being treated was the right coronary artery (rca). There was a spiral dissection in the rca from the ostium to the posterior descending artery (pda). Four taxus stents were used to repair this. Upon deploying the first taxus express2 8.8% 3.0 mm x 32 mm drug eluting stent, the balloon would not completely deflate. Initially, the device tracked well and the balloon inflated without any problems. The stent was successfully deployed. The scrub tech then dialed down slowly and noticed that the distal end of the balloon remained inflated. Under fluoroscopy, tech said it looked like an "inflated triangle." After dialing slowly, tech went negative for a couple of seconds, then went back to neutral, reinflated up to 2 atms and back down again. The balloon would not deflate. Tech went negative again, went to neutral, dialed up to 2 atms and back down. The distal portion of the balloon remained inflated. The tech then took a 10 cc syringe, attached it to the top stopcock and pulled back hard. It was then the balloon deflated. They removed the balloon from the pt and the balloon material looked like a "flat pancake", there was no recoil of the material. The pt was experiencing chest pain before the inflation due to the dissection, and no increase in pain or any other cardiac symptoms were reported. The case was successfully completed with three more taxus stents without incident. The pt is stable.